Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the black box verified that there were no sudden voltage drops prior to the power interruption event. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During testing, the pump was tested for a minimum of 24 hours with no errors, alarms or warnings, overheating or power loss being duplicated. The investigation was unable to confirm the initial ¿temperature¿ complaint. The pump¿s power flex and components were inspected with no defects found. During visual inspection, it was observed that the battery compartment was cracked therefore this part of the initial complaint was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.